Event description:
It was reported that 15 of the bd bd® whitacre spinal needle and bd¿ weiss epidural needle tray lock was ineffective, causing the catheter to be disconnected. The following information was provided by the initial reporter: the nexus catheter lock was found to be ineffective, causing the catheter to be disconnected.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 15 of the bd bd® whitacre spinal needle and bd¿ weiss epidural needle tray lock was ineffective, causing the catheter to be disconnected. The following information was provided by the initial reporter: the nexus catheter lock was found to be ineffective, causing the catheter to be disconnected.